Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving dilaudid 6 mg/ml at 1.6997 mg/day and bupivacaine 24 mg/ml at 6.799 mg/day via an implantable infusion pump for non-malignant pain and lumbar radiculopathy. It was reported the patient had an onset of fever on (B)(6) 2016. The patient went to the emergency department (ed) on (B)(6) 2016 and she was admitted for an abdominal abscess. The general surgeon scheduled the patient for surgery and the patient's healthcare provider (hcp) was present in case the pump was contaminated by the abscess. The pump, catheter and pump pouch were removed completely from the patient at the time of surgery on (B)(6) 2016 because there was a possible tracking from the abdominal abscess/wound to the pump pocket. There were no known environmental/external/patient factors that may have led or contributed to the event. It was noted a CT scan was performed while the patient was in patient. The issue was not considered resolved at the time of this report. Other medications the patient was taking at the time of the event were not able to be obtained. The patient's medical history was unable to be obtained. The patient's status was reported as "alive-no injury." The event date was noted as (B)(6) 2016. Further information was provided that the pump and catheter were explanted, but not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.